Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: electrode did not work probable root cause: probe short (possibly due to fluid ingress), open circuit (possibly due to lose electrical connection), power output variation, wrong default setting, nonconforming hand piece cable console error crossflow temperature mitigation actions use error the reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.